Event description:
It was reported that (B)(4) report shows sensing interval count (sic) of 542 with no other indications of lead problems. Impedance is stable, there were no recorded episodes with evidence of oversensing and non sustained tachy (nst) episodes were not present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that carelink report shows sensing interval count (sic) of 542 with no other indications of lead problems. Impedance is stable, there were no recorded episodes with evidence of oversensing and non sustained tachy (nst) episodes were not present. The device remains in use. It was later reported the device was explanted and replaced. No patient complications have been reported as a result of this event.